Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient was admitted to the hospital due to an abscess at an infusion site, which requires surgical removal. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.